Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged powerglide pro guidewire was confirmed. The product returned for evaluation was one 20ga x 8cm powerglide pro midline catheter assembly. Usage residues were observed throughout the sample. The sample was fully assembled, with the catheter overlaying the needle. The guidewire was fully advanced. A sharp kink was observed in the guidewire near the distal tip. Microscopic inspection of the guidewire revealed a complete break in the core wire. The coil wire was intact and the weld tip was present. Buckling of the coils was observed in the vicinity of the break. The core wire break exhibited a partially granular and partially glossy fracture surface. Curved shape memory was observed in the vicinity of the break. Microscopic inspection of the needle revealed scalloped deformation along part of the bevel. The guidewire break and needle deformation were consistent with damage caused by retraction of the wire against the needle bevel. Such damage can occur if retraction is attempted at a sharp insertion angle. The usage residues observed on the wire suggested that damage occurred during attempted device placement. A lot history review (lhr) of reex1168 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the guidewire on the powerglide was sticking out and bent at the needle tip at a 90 degree angle and out about 1.5mm-2milimeters. The powerglide was never deployed. 03/23/2021-guidewire on the returned device was kinked and broken.